Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Concurrent conditions included blood pressure high since (B)(6) 2014 and overweight. Concomitant products included amlodipine since (B)(6) 2014 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder & vaginal"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: bladder & vaginal"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), alopecia ("hair loss noticed after confirmation test"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). In (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2014, the patient experienced mood swings ("psychological or psychiatric problems condition: mood swings, depressed/sad") and depression ("psychological or psychiatric problems condition: mood swings, depressed/sad"). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depressed mood ("psychological or psychiatric problems condition: mood swings, depressed/sad"), vaginal discharge ("vaginal discharge"), uterine pain ("uterus pain") and headache ("headaches"). The patient was treated with antibiotics and surgery (surgical removal of coil(s)/laparoscopic bilateral tubal fulguration). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, cystitis, vaginal infection, mood swings, depression, depressed mood, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight decreased, alopecia, abdominal pain lower, back pain, uterine pain and headache had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, cystitis, depressed mood, depression, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight decreased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 130 lbs. Approximate weight at the time of essure placement 170 lbs discrepancy noted : insertion date as per mr is (B)(6) 2013 and removal date is (B)(6) 2014 . No. Of coils: the essure device was placed in the left ostia per FDA approved method with zero coils visualized. Complications of the procedure were essure was not placed in the right lube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Ultrasound scan vagina - in (B)(6) 2014: result: unilateral occlusion (left tube occluded).. Most recent follow-up information incorporated above includes: on 8-jul-2021: mr received. Reporter information , lot no, other relevant history , concomitant drug added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Concurrent conditions included blood pressure high since february 2014 and overweight. Concomitant products included amlodipine since february 2014 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder & vaginal"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: bladder & vaginal"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), alopecia ("hair loss noticed after confirmation test"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). In (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2014, the patient experienced mood swings ("psychological or psychiatric problems condition: mood swings, depressed/sad") and depression ("psychological or psychiatric problems condition: mood swings, depressed/sad"). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depressed mood ("psychological or psychiatric problems condition: mood swings, depressed/sad"), vaginal discharge ("vaginal discharge"), uterine pain ("uterus pain") and headache ("headaches"). The patient was treated with antibiotics and surgery (surgical removal of coil(s)/laparoscopic bilateral tubal fulguration). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, cystitis, vaginal infection, mood swings, depression, depressed mood, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight decreased, alopecia, abdominal pain lower, back pain, uterine pain and headache had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, cystitis, depressed mood, depression, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight decreased to be related to essure. The reporter commented: current weight as of 12-jul-2019: 130 lbs. Approximate weight at the time of essure placement 170 lbs discrepancy noted : insertion date as per mr is (B)(6) 2013 and removal date is (B)(6) 2014 . No. Of coils: the essure device was placed in the left ostia per FDA approved method with zero coils visualized. Complications of the procedure were essure was not placed in the right lube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Ultrasound scan vagina - in february 2014: result: unilateral occlusion (left tube occluded).. Lot number: b27986 manufacturing date: 2013-04. Expiration date: 2016-04 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since (B)(6) 2014 and overweight. Concomitant products included amlodipine since (B)(6) 2014. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder & vaginal"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: bladder & vaginal"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), alopecia ("hair loss noticed after confirmation test"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). In (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2014, the patient experienced mood swings ("psychological or psychiatric problems condition: mood swings, depressed/sad") and depression ("psychological or psychiatric problems condition: mood swings, depressed/sad"). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depressed mood ("psychological or psychiatric problems condition: mood swings, depressed/sad"), vaginal discharge ("vaginal discharge"), uterine pain ("uterus pain") and headache ("headaches"). The patient was treated with antibiotics and surgery (surgical removal of coil(s)). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, mood swings, depression, depressed mood, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight decreased, alopecia, abdominal pain lower, back pain, uterine pain and headache had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, cystitis, depressed mood, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight decreased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Ultrasound scan vagina - in (B)(6) 2014: result: unilateral occlusion (left tube occluded).. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: plaintiff fact sheet received. Event injury nos was replaced with the new events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder & vaginal, mood swings, depressed/sad, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: blurred vision, fatigue, weight loss, hair loss, lower abdomen pain, lower back pain, headache, uterus pain. Event outcome was updated for the events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder & vaginal, mood swings, depressed/sad, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: blurred vision, fatigue, weight loss, hair loss, lower abdomen pain, lower back pain, uterus pain, headache. Lab data was added. Concomitant drug, condition, treatment drug and reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.